Event description:
It was reported that log files were submitted for review for a patient with speed drops and low flow alarms. The event log file did not contain any low flow events at this time. They were likely overwritten by the frequent occurring pulsatility index (pi) events. The speed drops are associated with the pi events which was normal. There was one backup battery not installed alarm noted. The mechanical circulatory support (mcs) equipment was operating as intended. The cause of low flow alarms was not identified but was felt to be possibly related to hypertension. No further low flow alarms were noted. A right heart catheterization (rhc) with ramp study was planned given change in clinical picture between low flow alarms, recent physical therapy (pt), and worsened heart failure symptoms. Moreover, the primary and backup 11v batteries were exchanged. The emergency backup battery was replaced in clinic due to close to end of life.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the report of worsened heart failure symptoms and hypertension could not be conclusively established through this evaluation. Additionally, review of the submitted log files confirmed speed decreases associated with pulsatility index (pi) events; however, a specific cause for these events could not be conclusively determined. Furthermore, review of the log files could not confirm the reported low flow alarms. A specific cause for the reported alarms could not be conclusively determined. The system controller event log files contained events from (B)(6) 2026, per the timestamps. The majority of the files consisted of pi events. Per design, if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute per second to the fixed speed setpoint. Review of the remainder of the files revealed no notable pump events or alarms. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. Chapter 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including hypertension. This chapter also addresses all pump parameters, including pump flow and pulsatility index (pi). Chapter 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. This section explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Chapter 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The ramp study was not performed and there was no additional information regarding low flow alarms. There was no association identified about heart failure being device or therapy related. The device was functioning as intended. Additional information received on 05feb2026 stated the patient reported low flow alarms at home, but stated they were quick and were not reporting on the alarm history on the system controller. The last one seen on history review was on 03jan2026 at 14:07 that lasted 4 seconds. More log files were sent for review. The log captured 121 pi events and a single low flow flag on 05feb2026. There were no other unusual events recorded in the log file event history. The mcs equipment was operating as intended.